Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a broken platen was confirmed, however the cause of the broken platen was not identified. Photos attached to the complaint show a pump module with 2 platens. It was undetermined where the extra broken platen came from and a device missing a platen was not located. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement.

Event description:
During a site visit by a bd representative observed that a device had a platen that had broken off from another device sitting inside the device. There was no patient involvement as the device was found in the utility room.